Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was externally cardioverted for ventricular fibrillation (vf). Strips were sent to boston scientific technical services (ts) for review due to suspected undersensing. Review of the strips available revealed there may have been a disparity between the rhythm and what was sensed by the device. Technical services discussed further troubleshooting options in order to determine if the rhythm was not properly sensed by the device. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating the patient had been in a fine ventricular fibrillation (vf) rhythm. The physician did not feel the device had undersensed the rhythm. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.